Event description:
Patient was revised for unknown reasons.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Revised for alval.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: corrected: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number dint (B)(4). Reason for original complaint- asr revision. Right asr xl acetabular system. Update from crawford's spreadsheet 8th nov 2011: date of revision, hospital update: reason for revision received (B)(6) 2012. Reason(s) for revision: alval / soft tissue reaction. Update july 10, 2017: additional information received from crawford. Added reason(s) for revision: alval / soft tissue reaction. This complaint was updated on july 14, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). . Reason for original complaint: asr revision, right asr xl acetabular system, update from (B)(6) spreadsheet 8th nov 2011: date of revision, hospital update: reason for revision received 24 apr 2012 reason(s) for revision: alval / soft tissue reaction. Update july 10, 2017: additional information received from (B)(6). Added reason(s) for revision: alval / soft tissue reaction. This complaint was updated on july 14, 2017. Update 7/10/2017 agree with MDR decisions and reporting. Complaint updated on: 8/4/2017 update ad 14 sep 2017: additional information received from (B)(6). Reason(s) for revision: alval/ soft tissue reaction. Corrected doi. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.